Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/ pain') in a 33-year-old female patient who had essure (batch no. D19659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo essure confirmation test". The patient's medical history included pelvic adhesions on (B)(6) 2016, vaginal odor, urinary frequency, leukorrhea, dysuria, micturition urgency, cesarean section, abdominal seroma, headache, tooth pain and irregular menstrual cycle. Previously administered products included for headache: acetaminophen. Concurrent conditions included hypothyroidism, bacterial vaginosis, skin lesion, trichomoniasis, uterine enlargement, ligament sprain, back pain, stiffness, spinal pain, lip swelling, tingling lips, genital itching, pelvic pain, tooth fracture and sexual transmission of infection. Concomitant products included ibuprofen (ibu). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and nausea ("nausea"), 21 days after insertion of essure. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with hydrocodone bitartrate; paracetamol (norco), levothyroxine sodium (unithroid) and surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, vaginal infection, menorrhagia, dyspareunia, cystitis, urinary tract infection, vaginal discharge, migraine and nausea had not resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: complications from your essure removal procedure-she couldn't get the entire tube out. So, a hysterectomy is being planned. The device was deployed in the usual fashion with three coils visible. Date(s) of removal: (B)(6) 2019. Discrepancy noted in date(s) of removal: (B)(6) 2019, (B)(6) 2020. On (B)(6) 2019- salpingectomy, laparoscopic (n/a) removal of essure/ hysteroscopy, with dilation and curettage of uterus (nja) diagnostic laparoscopy lysis of adhesions. On (B)(6) 2020- hysterectomy vaginal robotic assisted hysterectomy total abdominal cystoscopy. On (B)(6) 2020: in 2019 salpingectomy and in 2020 hysterectomy (full). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal infection, vaginal discharge, urinary tract infection, dyspareunia, vaginal bleeding. Batch no d19659, production date: 2014-10-16, expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc. Fu 4 and 5 processed together. On 24-jul-2020: pif received. Rcc were added. Fu 4 and 5 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/ pain') in a 33-year-old female patient who had essure (batch no. D19659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included pelvic adhesions on (B)(6) 2016, vaginal odor, urinary frequency, leukorrhea, dysuria, micturition urgency, cesarean section, abdominal seroma, headache, tooth pain and irregular menstrual cycle. Previously administered products included for headache: acetaminophen. Concurrent conditions included hypothyroidism, bacterial vaginosis, skin lesion, trichomoniasis, uterine enlargement, ligament sprain, back pain, stiffness, spinal pain, lip swelling, tingling lips, genital itching, pelvic pain, tooth fracture and sexual transmission of infection. Concomitant products included ibuprofen (ibu). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and nausea ("nausea"), 21 days after insertion of essure. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), levothyroxine sodium (unithroid) and surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, vaginal infection, menorrhagia, dyspareunia, cystitis, urinary tract infection, vaginal discharge, migraine and nausea had not resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: complications from your essure removal procedure-she couldn't get the entire tube out. So, a hysterectomy is being planned. The device was deployed in the usual fashion with three coils visible. Discrepancy noted in date(s) of removal: (B)(6) 2019, (B)(6) 2020. (B)(6) 2019- salpingectomy, laparoscopic (n/a) removal of essure/ hysteroscopy, with dilation and curettage of uterus (nja) diagnostic laparoscopy lysis of adhesions. 05feb2020- hysterectomy vaginal robotic assisted hysterectomy total abdominal cystoscopy concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:vaginal infection, vaginal discharge, urinary tract infection, dyspareunia, vaginal bleeding . Most recent follow-up information incorporated above includes: on 10-jul-2020: pfs and mr received. Lot number, medical history and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included pelvic adhesions on (B)(6) 2016, vaginal odor, urinary frequency, leucocoria, dysuria, micturition urgency, cesarean section, seroma, headache, tooth pain and irregular menstrual cycle. Previously administered products included for headache: acetaminophen. Concurrent conditions included hypothyroidism, bacterial vaginosis, skin lesion, trichomoniasis, uterine enlargement, ligament sprain, back pain, stiffness, spinal pain, lip swelling, tingling lips, genital itching, pelvic pain, tooth fracture and sexual transmission of infection. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), levothyroxine sodium (unithroid) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, vaginal infection, menorrhagia, dyspareunia, cystitis, urinary tract infection, vaginal discharge, migraine and nausea had not resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: complications from your essure removal procedure-she couldn't get the entire tube out. So, a hysterectomy is being planned. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:vaginal infection, vaginal discharge, urinary tract infection, dyspareunia, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs+mr received event injury updated to abnormal bleeding (vaginal). New events dysmenorrhea (cramping), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), bladder infection, urinary tract infection, vaginal infection, migraines / headaches, nausea, vaginal discharge, abdominal pain, heavy bleeding, she didn¿t undergo essure confirmation test were added. New reporter patient information, medical history, treatment and historical drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.